Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing pull ring from one of the lines of the homechoice cassette. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection identified drain line¿s pull ring cap was missing. Functional testing (self-test and priming) was performed with no issues noted. The reported issue was verified. The cause of the condition is due to human error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.